Event description:
The following was reported to hamilton medical ag: summary: the department informed me this morning that during the night the ventilator reported a "sunction maneuver" error during operation and stopped working and beeping loudly.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.